Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed, and it failed the speaker tests. . Manual "try it" testing was performed and failed. The receiver case was opened for an interior inspection, and failed as an audio cable assembly error was found. The audio cable was reconnected to the mainboard and a global communication tool software test was performed and passed. Speaker resistance was measured and passed. The reported event of no audio output was confirmed. The probable was determined to be a an assembly error.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.